Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use the user started the inline suction maneuver and the ventilator started to alarm "increasing pressure". When the user silenced the alarm, he noticed that the inspiratory pause (hold) function was activated. The user thought he may have touched the screen and activated the inspiratory pause (hold). He tried to stop the inspiratory pause (hold) but was unsuccessful since the graphic user interface (gui) display screen was nonresponsive to touch. The end user reported that ventilation to patient did not continue. There was no harm to patient since patient was immediately placed on another ventilator.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.